Manufacturer narrative:
A ge rep evaluated the system and disabled the secondary user interface. System operates as intended.

Event description:
Customer reported that during a case, the touchscreen became unresponsive and the system stopped working. No pt injury was reported.